Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicates apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was placed in the his bundle where thresholds have always been high. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had dislodged when it was pulled out accidently by the physician while removing the rv lead. The ra lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).